Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a clearlink continu-flo solution set disconnected from an unspecified medication port. This occurred during infusion during an unspecified surgery, and resulted in a blood loss of approximately 3cc. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured december 4, 2015 ¿ december 5, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.